Event description:
It was reported that the guidewire¿s outer coating split and exposed the inner guide wire. A new catheter and guidewire were used. The procedure was completed successfully without patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).